Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint about ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s ilet pump had an unresponsive on-screen ¿yes¿ selection during a drops-confirmation prompt, while other buttons functioned and the pump was fully charged with no available firmware updates. A replacement pump was arranged and the original was slated for return. Symptoms included no adverse clinical effects. Outcomes included no alerts or alarms and no reported clinical impact. Investigation included a review of device use, verification of power status, and confirmation that no software updates were pending. Investigation of this device revealed a suspected user interface malfunction limited to the touchscreen selection pathway for the confirmation prompt, consistent with a hardware or display input issue, while other device functions appeared intact. It was concluded, based on previously established findings for similar reports, that the cause was a device interface malfunction of the touchscreen input pathway.